Event description:
It was reported it was confirmed the pump was flipped. A revision was being performed on (B)(6) 2014. The catheter may need to be revised if it was compromised due to the pump flipping. The pump was delivering morphine. Additional information reported the only symptoms were not being able to refill the pump. The catheter was not revised, as it was still intact and the physician was able to aspirate cerebrospinal fluid (csf). The patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).